Event description:
Title: hickman cath lumen. A patient was being treated for acute leukemia. In 2002 a triple lumen hickman catheter was inserted. [Upon placement of the catheter, initial attempts to percutaneously cannulate the internal jugular vein were unsuccessful which was felt to be a direct result of the patient's dehydration. A transverse incision was made lateral to the jugular vein followed by cannulation of the jugular vein and passage of a flexible guide wire. A second incision was made lateral to the jugular cannulation site and the hickman catheter was tunnelled from the lower to the upper wound. The catheter continued to function well until 2 weeks later. The nurse was flushing one port of the hickman catheter. The nurse reported "it blew" and that she clamped the catheter below the hole {the location that appeared to be leaking]. Upon further inspection, she noted an opening just above the narrowing of the tubing. She then made sure the lumen was securely clamped below the hole [the opening that was noted. It is unknown if there had been any resistance encountered when attempting to flush the catheter. The biomedical department was unable to check the catheter. The patient did not sustain any injury as a result of this device failure and the hickman catheter was repaired but did not require additional surgery or removal at that time. The insertion procedure of the catheter did not appear to have damaged the catheter. The staff reported that following placement the catheter appeared to be patent as it was working without difficulty. It was not until event date that problems arose when a staff member attempted to flush the port, encountered difficulties, and then noticed the hole. The patient was receiving chemotherapy, total parenteral nutrition and lipids through the hickman catheter. The site reporter has not been able to determine the manufacturer information to date.